Manufacturer narrative:
Sc-1432 sn: (B)(6). The returned ipg was analyzed, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). With all the available information, boston scientific concludes the reported event was confirmed. The investigation confirmed that the application-specific integrated circuit chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by the exposure to electrocautery. The probable cause is due to unintended use error which caused or contributed to the event.

Event description:
A report was received that during a lead revision procedure wherein an electrocautery was used (MFR number 3006630150-2024-03590), the patients implantable pulse generator (ipg) lost its connection and was not able to re-establish despite multiple attempts. The physician opted to replace the ipg. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
A report was received that during a lead revision procedure wherein an electrocautery was used (MFR number 3006630150-2024-03590), the patients implantable pulse generator (ipg) lost its connection and was not able to re-establish despite multiple attempts. The physician opted to replace the ipg. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.